Event description:
The initial reporter alleged a false positive result for the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module for a specific patient sample. The initial result on (B)(6) 2024 was 118 coi (reactive). Previous results for the same patient in (B)(6) 2024 were 120.2 coi (reactive) and 116.3 coi (reactive). No rerun results were reported at the customer site.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. The sample was retested at an internal laboratory using a cobas e 801 analyzer with two different hbsag ii reagent lots and the hbsag auto confirm reagent. The results were repeatedly reactive but with significantly lower coi values compared to the customer site. The hbsag auto confirm assay result was confirmed as non-reactive. A review of the patient's medication history identified potential sources of interference; however, testing of these substances was not feasible, and their impact could not be conclusively determined. The assay's specificity claim accounts for unspecific reactive results due to unknown interferences. The root cause of the false positive result was attributed to a likely unstable interference. The device remains in operation at the customer site.